Event description:
The patient was undergoing a laparoscopic nissen fundoplication. During the procedure a nissen wrap was created with endostitch. Of note, the endostitch device misfired several times. When the needle came off, the device and needles were replaced after each misfiring (device changed 4 times). At one point a needle did not toggle appropriately and the tip of the needle fractured during suturing of stomach on wrap. An attempt was made to locate needle tip, however it was deemed unsafe to continue to search for the tip.